Event description:
A house fire was initiated by a source other than (external to) the oxygen concentrator. The specific source of ignition has not yet been identified, although it is suspected to have been an electrical fire. Preliminary investigation indicates that the fire ignited the cannula, which proceeded to burn back towards the concentrator and do damage to the device itself. It is suspected that the oxygen concentrator was operating at the time that the cannula fire was initiated, in which case the oxygen produced by the concentrator could have contributed to (but did not cause) the fire.